Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. Analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient was admitted to the hospital with (B)(6) sepsis infection. It was further reported that there was vegetation observed on the lead and the patient had septic arthritis of the knee and elbows requiring joint washout. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 694965 implantable tachy lead (B)(6) 2005. (B)(4).